Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the iab became stuck while the md was advancing it through the sheath. As a result, the iab was removed from the sheath, and another iab was inserted with success. There were no reported patient complications.